Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during some events, and not charging during other events. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.